Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance performed by the getinge field service engineer, the cs100 intra-aortic balloon pump's (iabp) safety disk deteriorated. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4; g1; g3; g6; h2; h11 the complaint record is being cancelled, as the information provided does not meet the criteria of a complaint per the complaint handling procedure. In the event, additional information is received, the complaint will be reopened and updated accordingly.